Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Device evaluation: a sample was not returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. If samples are received in the future, an investigation will be performed a supplemental report will be filed.

Event description:
It was reported that the customer pierced her finger on a metal spike that was embedded in the orange cap of the suspect device. The customer received a tetanus shot.